Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin is squirting out during manual prime process. The customer¿s blood glucose was unknown at the time of the incident. During troubleshooting, the drive support cap was sticking out. Customer was instructed to change the infusion set and reservoir to re- start the priming process but received the failure to cycle alarm, thus did the troubleshooting but was unable to resolve. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.